Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant, after the helix was deployed, sensing and impedance were 8 mv and 700 ohms. Upon rechecking, the sensing and impedance numbers dropped to 2mv and 400 ohms. Physician noticed blood inside the insulation. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. The stylet is stuck in the lead. The overlay tube is cut at 17.2 cm and 28.7 cm with blood ingression. If information is provided in the future, a supplemental report will be issued.